Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's biometric scanner was functional, and the issue could not be reproduced. A field service engineer rebooted disabled all usb power saving options as a preventative measure. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner unexpectedly stopped responding and asked users for an ID and password to login and witness. The patient's condition was described as stable but declining; the patient required intervention which was delayed due to the malfunction. The customer stated that the required medication was successfully removed by other means. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number. Section e1: corrected address.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1,b5 d1, d5, g1, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-oct-2021 to 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device biometric scanner unexpectedly stopped responding. A technical support specialist expanded the universal serial bus controller section, switched to tab labeled power management. Reboot the device to launch the med application. A field service engineer disabled all usb power saving options and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system biometric scanner unexpectedly stopped responding and asked users for an ID and password to login and witness. The patient's condition was described as stable but declining; the patient required intervention which was delayed due to the malfunction. The customer stated that the required medication was successfully removed by other means. There were no adverse events or injuries reported based on this event.